Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 142 mg/dl, and the meter bg reading was 51 mg/dl. Bg was addressed via consumption of juice and candy. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.